Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the adhesive was lifting and the cannula dislodged from the infusion site (abdomen). As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and the investigation found no damages or defects that would contribute to a dislodging of the cannula and an adhesive issue. The cause of the reported dislodged cannula and adhesive issue could not be determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.